Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Following the procedure, several checks were carried out by the customer and the device was found to be functioning normally. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 double head pump being used for cardiplegia experienced a 45 second delay before starting when the device was activated by the perfusionist during a procedure. Once the pump started, the procedure was completed out without further issues. There was no report of patient injury.